Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Cyclical redundancy check (crc) errors caused patient activated episodes to be invalid. Most likely cause of a crc error is a bit flip.

Event description:
It was reported that two stored episodes had invalid data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).